Manufacturer narrative:
During inspection and testing, a gap was found in the adhesive on the distal end due to the adhesive peeling off or cracking due to a shock caused by dropping and knocking the endoscope against a hard surface or object. The reported issue (leak) was confirmed. The scope connector water mouthpiece was loose and leaked. In addition, the charge-coupled device cover lens was scratched, the acoustic lens was damaged and cut, the distal end was deformed, the connecting tube was scratched, the paint was peeling off the scope cover, air/water nut, and suction cylinder nut, the scope cover was cracked, the suction cylinder was deformed, angulation was reduced, the wire stopper came off, there was chemical damage on the universal cord, and the electrical elements in the probe unit were defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was a leak at the water bottle connection. Additional details were requested regarding the event. No additional information was provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a gap was found in the adhesive on the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a shock caused by dropping and knocking the endoscope to a hard surface or object and/or handling issue. The following is included in the instructions for use (IFU): ¿chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.